Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Baxter (B)(4) spoke with the home patient (hp) to obtain further information regarding the report of air in the line. The hp stated that there have been no issues since this incident. The hp confirmed therapy has resumed fine. No further detail was available. This report of air in tubing was not confirmed in the lab due to a lack of sample. A batch review was not performed as lot information was unknown. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center regarding air bubbles in the patient line that occurred of the homechoice (hc) unit during priming. The hp indicated that she has tried re-priming the line but more bubbles occurred. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. The hp was not connected to the device.